Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after 2 hours into a transfusion the tubing leaked out of the clamped second spike of the tubing while connected to a patient. There was no harm.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
The customer reported that after 2 hours into a transfusion the tubing leaked out of the clamped second spike of the tubing while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, ¿blood tubing failures- product defect;10 different events between (8)(6)- (8)(6) 2018, date: (8](6) 2018; location: 8sa, 2 hrs into transfusion, tubing leaking out of clamped second spike tubing. No pt harm. Psn no: (8)(4). Ref #'s (B)(4)."